Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that there were several deep scratches on the display lens film was peeled/missing. During testing, the display was found to be dim/fading and discolored.

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim/fading and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.